Event description:
Customer reported to beckman coulter, inc (bec) that blue colored liquid was dripping from the wash collar of the unicel dxh 800 coulter cellular analysis system onto the top of the nucleated red blood cell (nrbc) bath. Customer reported that the liquid was contained inside the instrument. Customer reported that they noticed the leak issue during shutdown procedure. Customer reported that the volume of the leak was approximately 5 cubic centimeters. Customer reported that there was no leak during daily checks, latron, controls, or patient runs. Customer reported that daily checks, latron, and controls all recovered within specifications. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) instructed the customer via the telephone to loosen the tubing on the probe wash collar. Customer reported that the instrument was operational after the repair.

Manufacturer narrative:
(B)(4).